Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2023. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: based on the previous response 12 sutures were involved in this event. How many sutures detached or pulled off from the needle?: 12. Additional information was requested, and the following was obtained: it was reported the same issue happened in about half products out of 6 packages, when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)?: during use on the patient. What is the total number of products involved in this event?: 12. Did the event occur during one or multiple patient procedures?: during 1 procedure. What is the total number of procedures?: 1. What tissue was being sutured when the event occurred?: myometrium and abdominal fascia. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. The returned sample determined that it was received, five unopened samples that pertain to the product code jb840. The product code is control release and required eight strands per packet. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result met with requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-02369, 2210968-2023-02370, 2210968-2023-02371, 2210968-2023-03511, 2210968-2023-03512, 2210968-2023-03513, 2210968-2023-03514, 2210968-2023-03515, 2210968-2023-03516, 2210968-2023-03517,& 2210968-2023-03518.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023, and suture was used. The needle detached from the suture during interrupted suturing. It was a control release needle. The same thing happened in about half products out of five packages. The products were used on myometrium and abdominal wall fascia. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.